Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/25/2014 with the following findings: a review of black box indicated the last basal delivery occurred on (B)(6) 2014, and the last bolus was a 8.6unit bolus at 11:49 on (B)(6) 2014. There was no activity outside normal use observed in the pump history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was performed with no issues. The pump was exercised for 24 hours with no alarms occurring. The pump successfully passed a delivery accuracy test and was found to be delivering within required specifications. No delivery defects were found on investigation. Unrelated to the complaint, investigation revealed that the display screen was discolored but was still legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that earlier that day, the patient was found having convulsions and foaming at the mouth with a low blood glucose (bg) of 10mg/dl. Reportedly, emergency services was contacted and the patient was given glucagon and the patient¿s bg went up to 178mg/dl. The patient reportedly then ate a sandwich and resumed the pump, and her bg then dropped to 44mg/dl. The patient reportedly then went off the pump and did not resume the pump again. The patient alleged that she did not think the pump was delivering accurately. Customer technical support reviewed the pump with the patient and discovered that the patient¿s basal settings were twice the amount the patient¿s healthcare provider (hcp) had advised they should be. The patient stated that her hcp gave her new settings before (B)(6) 2014, however, she then stated that she did a pump download on (B)(6) 2014 and when she did that, the basal settings were wiped out. The patient stated she reprogrammed the basal settings from memory with old settings, and that the rates she reprogrammed into the pump were twice what her current settings should have been. Customer technical support advised the patient that the low bg incident was due to receiving twice the basal rate she should have been receiving. The patient agreed, however, she also stated she did not think the pump was delivering correctly. Although troubleshooting did not indicate a pump malfunction, this complaint is being reported based on the allegation that the patient experienced severe hypoglycemia while using insulin pump therapy and the allegation that the pump was not delivering correctly.